Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that while performing a puncture on a patient, the user observed some air coming inside the syringe. The plastic hub of the needle (that connects to the syringe) was cracked lengthwise and allowed the passage of air in the syringe. Clinical consequences: no special action was necessary for the patient except changing the part involved.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while performing a puncture on a patient, the user observed some air coming inside the syringe. The plastic hub of the needle (that connects to the syringe) was cracked lengthwise and allowed the passage of air in the syringe. Clinical consequences: no special action was necessary for the patient except changing the part involved.